Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal bleeding and stroke could not be conclusively determined through this evaluation. The account reported on (B)(6) 2020, that the patient reported lightheadedness and dizziness, this was thought to be attributed to previous gastrointestinal bleeding history. It is noted there was a decrease in hemoglobin and melena on (B)(6) 2019. Additionally, on (B)(6) 2019, through an esophagogastroduodenoscopy (egd), multiple nonbleeding avms were found and treated via argon plasma coagulation. On (B)(6) 2020, the patient had suffered multifocal ischemic strokes that converted to hemorrhagic on (B)(6) 2020. The patient had aphasia and dysarthria. Computerized tomography (CT) scan of the head revealed acute infarct of right occipital and temporal lobe. The patient was discharged home with increased caregiver requirement needs. The patient remains ongoing on heartmate ii left ventricular assist system support. The heartmate ii left ventricular assist system instructions for use list bleeding and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use discusses anticoagulation, including recommended international normalized ration (inr) values. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 with a gastrointestinal bleeding. The patient had a multifocal ischemic stroke on (B)(6) 2020 which converted to hemorrhagic on (B)(6) 2020. The patient had a computed tomography (CT) scan. The bed alarm went off and the patient was found to be disoriented with garbled speech. A stroke alert was called. At the time of the alert the patient's glucose was 122. The patient's systolic blood pressure was 92 with a mean arterial pressure of 52. No diastolic pressure was recorded due to the presence of a left ventricular assist device (lvad). The patient's inr was 1.4. The patient was given a dose of warfarin on 01jan2020. The patient was subtherapeutic at 1.6 on admission on (B)(6) 2019. The lvad coordinator was paged and instructed the resident covering the service to obtain a computed tomography scan of the head (cth) without contrast as well as a computed tomography angiography (cta) of the head and neck. Initial national institutes of health stroke scale (nihss) was 4 with points for level of consciousness (loc) questions, severe aphasia, and some dysarthria. Some portions of the stroke scale were difficult to assess (e.g. Ataxia) as the patient had difficulty following commands. The cth revealed an acute infarct of right occipital and temporal lobe. The patient underwent consultations with neurology, neurosurgery, speech, occupational therapy, and physical therapy. A repeat computed tomography (CT) scan was done to follow up on hemorrhage. The patient was discharged home with home health and increased caregiver requirement needs. The gastrointestinal bleed was confirmed with an esophagogastroduodenoscopy (egd) on 31dec2019. The egd indicated melena with findings of a normal esophagus, regular z line at 43 cm. Four arteriovenous malformations (avms) which were non-bleeding were found in the gastric body and one in the gastroesophageal junction (gj) which was treated with argon plasma coagulation (apc). A clean base ulcer was found in the antrum. A clip was used given the recent drop in hemoglobin and melena. The stomach was otherwise normal. Biopsies were taken from the body and antrum to rule out helicobacter pylori. Duodenum examination was normal. Extent of exam was third portion of the duodenum. No alarms or device malfunction was noted. The patient presented to the hospital on (B)(6) 2019 because of weakness and fatigue for the previous several days. The patient was found to have a hemoglobin level of 5. The patient had a history of numerous instances of gastrointestinal bleeding. The patient had last been seen inpatient on (B)(6) 2018. The account recommended 40 mg proton pump inhibitors by mouth twice daily for 8 weeks and an intravenous (IV) iron replacement.